Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional clarification: this report is for the complaint alleged against the four sternal zipfix implants for the complaint of infection. Two of the four implants also showed signs of cut-through at edge of the patient¿s sternum and were subsequently removed. The remaining two implants were left in place.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had sternal dehiscence with primary closure done with wires. It was reported the wire snapped. The surgeon used sternal zipfix for secondary closure of sternum about a week prior to this report. The patient returned with an infected sternum and the implant cut-through. It has been further reported the surgeon is intending to use the titanium sternal fixation system for plating of the fractured sternum and will provide the surgery date and confirmation at later date. The following dates and information were provided to synthes on (B)(6) 2014: (B)(6) 2014: patient had elective coronary artery bypass graft surgery, closure using normal metal wires (B)(6) 2014: patient readmitted due to sternal dehiscence and infection of wound; surgeons performed debridement, no closure was done (B)(6) 2014: surgeons performed re wash-out & kept the sternum open till inflammation cleared (B)(6) 2014: secondary sternal closure was done using 4 pieces of sternal zipfix (B)(6) 2014: patient developed infection of wound. Surgeon removed sternal zipfix (2 pieces showed signs of cut-through at edge of sternum, 2 pieces still held in place) ¿ implants were discarded after removal as of (B)(6) 2014: patient is hospitalized and on regular dressing change. Surgeons have no further plans of closing yet until inflammation has cleared. The surgeons might consider referring to plastic surgeons familiar with plating of sternum. This is report 1 of 1 for (B)(4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the zipfix implants associated with the reported part number are sold in a package of (B)(4) zipfix individual closure units. This complaint is alleged against four (4) of the individual closure units for infection. Two (2) of the units also showed signs of cut-through and had to be removed. The remaining (B)(4) closure units were not used in this case. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.